Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s doctor), contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation; the doctor refused to answer many questions during the call. The doctor was unable to say when the alleged inaccuracy issue started. He reported that on an unknown date and time, the patient obtained an alleged inaccurately high blood glucose result of ¿160 mg/dl¿ on the subject meter compared to ¿1.9 mmol/l¿ on a freestyle meter belonging to the emergency medical services (ems) . Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. No details on what medications the patient takes to manage her diabetes were provided. The doctor indicated that the patient developed symptoms and received treatment as a result of the alleged issue; however, he was unwilling to provide specific details on this. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. A replacement device is being provided. This complaint is being reported because the patient reportedly developed a sign that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. A blood glucose result of 1.9 mmol/l on an ems meter, while using the lifescan meter.

Manufacturer narrative:
Revised description following additional information from doctor: on (B)(6) 2018, a reporter for the patient (the patient¿s doctor), contacted lifescan (lfs) france, alleging that the patient¿s onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was originally classified based on the customer service representative (csr) documentation. The doctor subsequently contacted (B)(6) to report the complaint and provided additional information. This additional information was received by lfs on june 29, 2018 . The doctor alleged that for 7-10 days prior to (B)(6) 2018, the patient had experienced an ¿acute neurological disorder¿ which led to a call to the emergency services (samu). The doctor reported that the patient obtained an alleged inaccurately high blood glucose result of ¿160 mg/dl¿ on the subject meter compared to ¿1.9 mmol/l¿ (34 mg/dl) on a freestyle meter belonging to samu. The doctor indicated that the patient has co-morbidities with risk of organ failure due to other illnesses. No details on what medications the patient takes to manage her diabetes were provided. The doctor indicated that the patient developed the neurological disorder as a result of the alleged inaccuracy and received sugar to treat her symptoms. The doctor indicated that the symptoms had regressed but some neurological changes were still evident after 7 days. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. A neurological disorder with a blood glucose result of 1.9 mmol/l on a samu meter which required medical intervention, after using the lifescan meter.